Event description:
Information provided states that an m6-c device was implanted in march 2019. A revision surgery was performed to remove the m6-c and revised to corpectomy due to patient experiencing neck pain.

Manufacturer narrative:
The device has not been received for evaluation. Additional information has not been provided to identify the s/n of the device involved in this case therefore a review of the lot history records could not be performed at this time. A review of the risk management files did not result in any new risks associated with the device. Rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 36 line 12.75 - device explanted.